Manufacturer narrative:
.

Event description:
The hcp reported two weeks following initial implant, it was felt the device was not working properly. The patient was experiencing a lack of symptom control. The hcp was unable to aspirate spinal fluid. A spiral CT was done and the patient was taken to surgery to replace the catheter due to a micro fracture. A new catheter was placed with good spinal flow and improvement in patient status. The drug used in the pump is lioresal 2000 mcg/ml at a dose if 164.98 mcg/day.